Event description:
It was reported that the ventilator could not be started up. It repeatedly displayed a breathing incompatible node error message while urging to restart ventilator and install subsystem software. (B)(4).

Manufacturer narrative:
Further information has been sought and a supplemental medwatch report will be submitted when the investigation is completed. (B)(4).